Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was hospitalized due to a non-tandem infusion set bent cannula. The infusion set brand and additional information regarding the reported issue was not provided.